Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device/part was not returned for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that during standby mode, the avea ventilator starts alarming no error codes and the screen is unresponsive when the customer power cycles the unit. There is no patient involved in this reported event.